Event description:
It was reported that the user powered off the ilet for approximately 30 minutes due to a perceived downward blood glucose trend and later planned to restart it, after which troubleshooting and education were provided that the ilet suspends insulin during low glucose and should remain on. Symptoms included hypoglycemia with a reported lowest glucose of 69 mg/dl, without loss of consciousness or other acute sequelae, and without the use of backup therapy or ketone testing. Outcomes included no hospitalization, no medical intervention, and no reported long-term effects. Investigation included user interview, product use review, and technical support education. Investigation of this case revealed no device malfunction and that user-initiated device shutdown interrupted therapy and contributed to hypoglycemia risk, with device performance consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and most consistent with user misunderstanding and use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.